Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure performed on (B)(6) 2026, multiple electrode implant locations were attempted. At each attempted location, out-of-range distance and/or angle measurements, elevated pacing thresholds, or an inability to adequately assess electrode anchoring were observed. In accordance with best practices, the electrode was not anchored or released at any location. The physician subsequently elected to abandon the procedure and plans to attempt implantation at a later date. No further information has been obtained.

Manufacturer narrative:
The investigation is ongoing, and no conclusions are available at this time. A supplemental report will be submitted upon completion of the investigation.

Event description:
On 16 march 2026, a wise system optimization follow-up was conducted in (B)(6) after an electrode implant performed on (B)(6) 2026. During the visit, the patient reported occasional light-headedness and dizziness; however, the patient indicated that medication changes were occurring for conditions unrelated to heart failure. The patient's presenting rhythm was atrial sensed-ventricular paced (as-vp) at 110 bpm, including while seated. Interrogation of the co-implant device revealed that the patient's micra pacemaker was inappropriately tracking in vdd mode, which prevented interrogation of the wise system. The physician and device nurse adjusted the co-implant settings to vvir at 80 bpm. Following this programming change, the wise system was successfully interrogated and functioned normally. The physician plans to reevaluate the patient in one month to assess the rate changes made to the micra device. No additional ebr follow-up was considered necessary unless the patient experiences worsening heart failure symptoms.

Manufacturer narrative:
The investigation is ongoing, and no conclusions are available at this time. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information received on 02-feb-2026 indicated that multiple implant sites were evaluated. At one location, acoustic distance measured >11 cm. At other evaluated sites, distance (8-9 cm) and angle (25-30°) were within range. Lv capture was observed; however, pre-anchor thresholds were elevated (>2.5 v @ 0.5 ms) at several sites. After anchoring, post-anchor thresholds were >3.0 v and did not demonstrate a downward trend over several minutes. Cine assessment showed contrast in the needle zone at attempted anchor sites, and these sites were abandoned with repositioning of the delivery sheath. During delivery sheath preparation prior to insertion, balloon leakage was observed. The sheath was not used and was replaced. No programmer, acoustic ranging, or communication issues were reported. The procedure was discontinued due to prolonged procedure time. The patient had been under general anesthesia for approximately four hours (including battery and transmitter implant time). The physician noted cardiac rotation but did not attribute specific procedural complications to this finding. Cine images of balloon contact and anchoring assessment were recorded and are available from the site.

Event description:
Additional information was received from the ebr representative on 09-apr-2026 indicating that, during the procedure, cine review suggested the electrode appeared to be anchored. However, the post-anchor pacing threshold was not satisfactory. In accordance with best practice, the electrode was not detached or released. Cines from the case were retrieved for review; however, no subsequent feedback was provided.

Manufacturer narrative:
No product was returned; therefore, visual inspection and functional testing could not be performed. The investigation was limited to a review of the complaint information, procedural details, and manufacturing records. Available procedural information indicates that multiple left ventricular (lv) implant sites were evaluated and rejected due to failure to meet implant acceptance criteria. The electrode catheter and delivery sheath instructions for use (IFU) specify that acceptable implant conditions include a distance of less than 12 cm and a targeting angle of less than 45 degrees, with nominal operating conditions of less than 10 cm and no more than 30 degrees. Additionally, the IFU specifies that the pre-anchor pacing threshold should be less than or equal to 2.5 v at 0.5 ms. The complaint details indicate that one evaluated site had a distance greater than 11 cm, multiple sites exhibited pre-anchor thresholds above 2.5 v at 0.5 ms, and sites where anchoring was attempted demonstrated post-anchor thresholds greater than 3 v without a positive downward trend. Cine assessment also raised concerns regarding anchoring adequacy. Based on these findings, none of the evaluated sites met the acceptance criteria required for final electrode release. A subsequent successful electrode implantation on (B)(6) 2026 supports that the device was capable of performing as intended and argues against a persistent device malfunction as the root cause of the initial abandoned procedure. The event is therefore more consistent with implant-site and procedural factors encountered during the initial procedure. A review of the lot history record (lhr) for the model 1000 electrode catheter (s/n (B)(6)) confirmed that the device was manufactured, tested, and released in accordance with established specifications. All acceptance criteria were met, and no manufacturing nonconformances or deviations were identified that could be associated with the reported event. Based on the available information, no device malfunction was identified. The initial abandoned implant is most consistent with implant-site and procedural factors rather than a device-related issue.